Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulation either feels like its zapping her or it is not working at all for her pain. The patient has met with a rep 4 times to work on programming. The rep said the patient was on evolve settings sub-threshold and they met with the patient 4 times to try to improve pain relief. She was getting pain relief, but they were trying to make it better. The rep reached out to the patient.